Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 48 mg/dl at the time of incident. No symptoms were reported at the time of the incident. The customer treated the low blood glucose with glucose. Troubleshooting was completed and determined the alarm was caused by a connection issue. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.